Manufacturer narrative:
Concomitant medical product:6947m62 lead implanted on (B)(6) 2013. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the ventricular assist device (vad) driveline strain relief was cracked. No alarms were reported and the site applied rescue tape to the driveline. The driveline cover was intact and able to be pulled back after the tape was placed. A driveline repair was scheduled for a later date. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed several breaks in the outer sheath and damage to the driveline cable strain relief. As a result, the reported event was confirmed. The provided visual evidence also revealed discoloration of the outer sheath. Based on the available information, the most likely root cause of the driveline strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Based on historical review of similar events, the most likely root cause of the breaks in the outer sheath may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a drive line (dl) sheath repair was performed. The old dl dressing which was previously done by the site was removed. Dl cover was easily able to slide off connector. Noted small tear in strain relief just below the driveline cover and also 2 additional small tears along dl near end of strain relief. New sheath repair taping was performed starting at the middle tear below strain relief to cover all tears. Dl cover was able to be placed back over connector with ease.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.